Manufacturer narrative:
The device is expected to be returned for evaluation; however, it has not yet been received.

Manufacturer narrative:
One bipolar pacing catheter was received broken in half. A non-edwards contamination shield was also received. The introducer and packaging were not received. The catheter was broken in half 5cm distal of the "y" adaptor. The tubing (catheter body) appeared to have been pinched and the tubing torn due to the collapsed section of tubing at the break site and the rough break surface. Continuity testing was performed on both sections of the pacing circuit and continuity testing confirmed both distal and proximal electrodes were continuous and appeared to have functioned prior to the breaking of the catheter; there were also no shorts, open or intermittent conditions observed. A review of the manufacturing records could not be completed without a lot number. The complaint was confirmed; however, there was no evidence of a manufacturing nonconformance found during the evaluation. Review of the available information indicates that device handling may have contributed to the event. No actions will be taken at this time.

Event description:
It was reported the pacing wire on the swan-ganz catheter "snapped in half". The patient was in the cardiac intensive care unit with complete heart block. She became unresponsive and was gasping for breath. When the pulse was checked, it was not found. Pacing spikes were noted on the monitor. A code was called; CPR and acls were performed. The pacemaker did not respond so transcutaneous pacing was initiated and the pacing wires were then adjusted. It was when the pacing catheter was removed with the "protective sheath" covering the catheter, the wire fracture was noted. The patient coded again; resuscitation was unsuccessful. The family was notified and intervention was discontinued. The patient expired.